Event description:
It was reported that during a supply change, the user accidentally selected the confirmation for seeing drops in the fill tubing and requested guidance on how to return to the press-and-hold step; the agent provided troubleshooting and education on correct pump steps, after which the user had no further questions. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and resolution with user education. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user error in following supply change steps without device malfunction or alerts, and no defective component was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error addressed through reinforcement of instructions.